Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the harmonic jaws were locking out and were completely stiff. The generator instructed ¿reduce clamp arm pressure¿ and when the staff did this, the generator instructed to tighten handpiece. They disassembled the shears form handpiece and reassembled. Generator again instructed to tighten handpiece but it was firmly connected having ensured 2 clicks were achieved. Then the clamp arm broke away entirely. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient reported.